Event description:
According to the information received, a female with a history of hypertension, calcification, and severe aortic and mitral stenosis underwent double valve replacement. A sjm mechanical heart valve was selected and implanted. The patient's aortic annulus was sized using the sjm 905 model sizer set and the above-referenced valve was selected. The 19mm aortic mechanical valve was placed in the intra-annular position. As the surgeon was tying the sutures, one of the leaflets fractured. The fractured portion of the leaflet fell into the left ventricle, and despite efforts was unable to be retrieved. The above-referenced valve was replaced with a larger 21mm valve since there was not another 19 mm valve available; however, the patient experienced prolonged pump time. Post-operatively, the patient experienced a hemorrhage and returned to the o.r.. During re-operation, the surgeon observed a tear in the root of the left atrium, the anatomic union zone with the aorta. The surgeon stated he felt the tear was due to pressure from a larger prosthesis then the one initially chosen. The patient expired in the o.r. Due to poor ventricular contraction.